Event description:
A caller reported an issue where the insulin gauge displayed a different amount than expected, showing a static fill estimate of 110u until it aligned with the actual units remaining. There was no adverse impact to the customer¿s blood glucose level. The customer managed to continue using the supplies normally and was advised by technical support to call back for troubleshooting if the issue recurred.